Event description:
It was reported that this device exhibited an error code during a recent interrogation. Data was submitted to technical services (ts) for an investigation into root cause and potential outcomes for supported therapy. Ts confirmed the code was indicative of a high voltage detection during a charging event. It was further noted that this had occurred several times within the past few days. Ts further reported that this can occur if the patient had received an external shock in conjunction with implanted device charging sequence however, if no external shock had been delivered, the fault code is suggestive of a system integrity issue. A review of device information confirmed a low shock impedance in the trend data, with the final recommendation to do a lead integrity test to confirm critical therapy support. It was additionally noted the lead in this system was a non boston scientific product and implanted for over ten years. To date, no resulting adverse patient effects have been reported and no system changes yet initiated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).